Manufacturer narrative:
(B)(4).

Event description:
Disabled [disability]; pain and suffering [pain]; scarred the skin [scar]; didn't work [therapeutic product ineffective]. Case description: this spontaneous report originating from the united states as received from a consumer refers to a male patient of unknown age. This report concerns 1 patient and 1 device. The patient used the dimethyl ether (plus) propane (dr. Scholl's freeze away common and plantar wart remover) for a wart on his hand. No other co-suspects were reported. No concomitant medications were reported. On an unknown date, the patient's skin was scarred and the product didn't work. He experienced pain and suffering. The patient went to the doctor and had the wart lasered off. The action taken and the outcome of the events were unknown. The reporter considered the patient's skin being scarred, the product not working, and pain and suffering to be related to dimethyl ether (plus) propane (dr. Scholl's freeze away common and plantar wart remover). The dimethyl ether (plus) propane (dr. Scholl's freeze away common and plantar wart remover) was not available for investigation. For the dimethyl ether (plus) propane (dr. Scholl's freeze away common and plantar wart remover), the lot number was not available and the serial number was not available. Additional information was not expected. Update 04-dec-2014: upon follow-up, this spontaneous report refers to a (B)(6) patient. This report concerns 4 devices. On an unknown date, the patient became disabled (disability). No treatment information was reported. The action taken unknown. The outcome was reported as not recovered/not resolved. The reporter considered the patient becoming disabled to be not related to dimethyl ether (plus) propane (dr. Scholl's freeze away common and plantar wart remover). This case was linked to (B)(4) (same patient). Additional information was not expected.